Event description:
Report received from the USA regarding a foot control device in which, during routine maintenance, it was discovered that the device had a "broken cord strain relief". No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The foot control device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).